Event description:
Patient found to have a hemorrhagic cva. Large acute right cerebral bleed with midline shift. No surgical intervention recommended. Mechanical ventilation and lvad discontinued and patient expired. Possible device related death.